Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signals which resulted in pacing inhibition of two seconds. The patient reported symptoms such as lightheadedness and lethargy. A chest x ray was performed and it was confirmed that this lead dislodged. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.